Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the ok keypad button is not responding to presses. She stated that she noticed the issue (B)(6) while changing the cartridge. The patient noted that the ok button feels flat. She stated that the rubber keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in a sock in her bra.